Event description:
Customer reported a blood leak alarm occurred at 150 ml whole blood processed, and the treatment was then aborted without returning the blood to the patient. Customer stated there was a fine spray in the centrifuge that was difficult to see. Customer stated the exact location of the leak could not be determined, but it seemed to be from the drive tube, as the drive tube appeared to be red. Customer reported the lower drive tube bearing seemed to have broken into separate pieces, although the drive tube did not appear to be broken. Customer reported the lower bearing retainer was still closed when the treatment was aborted. Customer did not observe any damage to the centrifuge leak sensor strip or to the rest of the instrument, but requested service be dispatched to thoroughly clean the instrument. Service order (B)(4) was dispatched. Customer returned the kit.

Manufacturer narrative:
A review of lot c335 was performed and there were no non-conformances associated with this lot. The lot met release requirements. At the time of the investigation, no trends were detected for complaint categories, alarm #7: blood leak (centrifuge chamber) or for drive tube leak/break. CAPA (B)(4) has already been initiated for drive tube leaks/breaks. Service order (B)(4) completed: field engineer cleaned the centrifuge and performed checkout procedure per documentation. Calibrated pressure transducer. All passed and were in analog specification. Calibrated load cells. Found a rub on load cell and adjusted to fix. All tests passed and are in specification per documentation. Found top bearing clip on centrifuge was loose and rattling. Replaced clip and tested. The assessment is based on information available at the time of the investigation. Analysis of the returned product is still in progress at the time of this report; therefore, final investigation findings are still pending. A supplemental report will be sent when this information is available. (B)(4).